Event description:
The customer reported that the enteralite infinity orange enteral pump failed to alarm that no food was available when the administration bag was empty at the end of a test run. (B)(4).